Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that bkp was performed for vertebral fracture at l1-l2 after 3 months of the onset.patient experienced the persistent instability at l1. Posterior lumbar fusion (plf) at th11-l4 and vertebroplasty (vp) at l1 were performed after 2 months of bkp.